Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04123. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed as no applicable procedural imagery was provided. In this case, there was no allegation a device malfunction contributed to the reported event. A review of IFU training materials revealed no deficiencies. As reported, a second alterra prestent was placed as the first alterra prestent deployed was displaced distally due to tracking difficulty and device interaction. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. It is possible that due to the current position of the previously deployed prestent, the second prestent was placed more ventricular. In addition, it is possible that the prestent inflow apices were engaging in the patients rvot leading to the irritation of the rvot and arrhythmia reported. A definite root cause was unable to be determined. However, patient (pre-existing prestent) and procedural factors (prestent placement) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 valve with alterra pre-stent in the pulmonic position. The initial alterra was placed in the intended and appeared stable.. The 29mm sapien 3 valve was prepared utilizing pulmonic delivery system (pds). There was difficulty with advancement of the pds, therefore, a right atrial loop was attempted and this manuever displaced alterra stent distally, to the backwall of the mpa. The decision was made to place a second alterra in tandem and was successfully performed. The same sapien 3 valve and pulmonic delivery system was then advanced to the 2nd alterra and the valve was successfully delivered. Post implantation, hemodynamics were performed and there was no gradient from pa to rv and no branch pa gradient r l. Angiography revealed no para alterra regurgitation and there was no pvl within. The procedure was completed and the patient was transported to the post-op area in stable. Condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway. H3 other text : remains implanted.